Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the replacement surgery was scheduled for (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and multiple back operations. The patient stated that they saw their healthcare professional (hcp) and manufacturer representative (rep) who confirmed that nothing was working. Around (B)(6) 2017 the patient experienced pain that did not automatically put them in pain but they would feel it then not feel it. The rep shut it off because it was not working anyhow. The patient will work with their hcp and rep to resolve it. Additional information was received from an hcp on (B)(6) 2017. The hcp stated that the device was scanned and was reporting an elective replacement indicator (eri). The cause of the device not working and intermittent pain was determined, but the issue was not resolved at the time of the report. The patient was scheduled for a replacement in the near future. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were having their ins replaced because the device quit working. No further complications are anticipated.